Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? The event occurred between july and august. What tissue was the suture used on? Sutures are used in the perineal muscularis and perineal skin. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What was the onset date of symptoms from the initial surgical procedure? One week later the suture was absorbed and the tissue did not heal. Can you describe the appearance of the suture during the second procedure? Unk. What was the surgeon expectation of the absorption time of the suture? Above 10 days. Were the knots intact and tissue pulled away from the suture? Tissue intact, suture does not fall off. If applicable, will product be returned, return date, tracking information? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Weather, storage conditions, etc. What is the patient¿s current status? Recovered.

Event description:
It was reported that a patient underwent an episiotomy procedure on unknown date in (B)(6) 2019 and suture was used. It was reported that the suture has been absorbed before the wound healed after the surgery. One week later the suture was absorbed and the tissue did not heal. The wound cracked, so debridement was given to the patient and the second suture was made. The surgeon opined that possible causative factors were weather, storage conditions, etc. The patient's condition changed better and currently reported as recovered. Additional information was requested.